Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's mobile transmitter was found to be inflated and appeared to be exploded. The mobile transmitter was replaced and the patient experienced no consequences.